Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 01, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to poor performance. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 12, 2024.